Event description:
It was reported that the programmer printer "clicks" when printing, and the printouts run together. The programmer was returned for repair and subsequently tested out of specification during the manufacturer's analysis. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the printer makes a clicking sound when printing. It was also found that the stylus was damaged and out of mechanical specification. The tab on the power cord bay door was damaged.